Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with scratched lcd window, crack case on bottom corner near display window, broken reservoir tube lip, crack reservoir tube window and reservoir tube, crack battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was performed. The device was returned for analysis.